Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding: the device never worked properly since it arrived from synthes. Makes a strange noise when activated and promptly overheats. Material received. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of receipt not provided. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.